Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and t-wave oversensing.

Event description:
It was reported that the right ventricular (rv) lead had a significant increase in sensing integrity counter (sic) as well as small r-waves and noise. It was also noted there was t-wave oversensing (twos). The lead remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.